Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a medical issue. There was no trauma or fall that was reported nor unrelated medical procedures. It was reported that the procedure was stopped and the implant did not take place. The patient recovered completely. There was a report that the patient has had several back fusions and when the doctor went to implant the lead, there was too much scar tissue so nothing was implanted. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.